Manufacturer narrative:
The reported events were dislodgement, capturing problem, and sensing problem. As received, a complete lead was returned for analysis. The helix mechanism test was unable to be performed. The helix was damaged during analysis. The reported events of a capturing problem and sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up with the right ventricular lead exhibiting increase capture threshold. X-ray revealed that lead was dislodged. The lead was explanted and replaced. The patient was stable.